Manufacturer narrative:
H11. Corrections: b5. Describe event or problem corrected to focus on the concerned device only g3.3 date received by manufacturer changed to 25/09/2023 since manufacturer response to FDA request was sent please refer to the attached analysis report analysis synthesis: the apparent mismatch is due to the fact that the rv auto-threshold curve on the programmer displays four measurements per day, whereas the rv auto-threshold curve on the remote report displays a single point corresponding to the averaged value of four measurements per day. There is no issue with the device nor the remote monitoring website. Both behaved as specified.

Event description:
Reportedly, the rv auto-threshold curves from remote monitoring report do not correspond to the same curves received during device interrogation. In the graph of the auto-threshold of the remote report on 22 september 2022 a threshold value of 1v and the output value of 2v is displayed. While on the programmer a threshold of 1.75v and the output programmed at 3.5v is displayed for the same day. In the same graph on 5 october 2022 a threshold of 1.25v and an output value at 2.25v is shown. While on the programmer a threshold of 2v and the output at 4v is displayed.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, for two pacemaker the rv auto-threshold curves from remote monitoring report do not correspond to the same curves received during device interrogation. Celea sr (B)(4) in the graph of the autothreshold of the remote report on (B)(6) 2022 a threshold value of 1v and the output value in 2v is displayed. While on the programmer a threshold of 1.75v and the output programmed at 3.5v is displayed for the same day. In the same graph on (B)(6) 2022 a threshold of 1.25v and an output value at 2.25v is shown. While on the programmer a threshold of 2v and the output at 4v is displayed.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report.

Event description:
Reportedly, for two pacemaker the rv auto-threshold curves from remote monitoring report do not correspond to the same curves received during device interrogation. Celea sr (B)(6) in the graph of the autothreshold of the remote report on (B)(6) 2022 a threshold value of 1v and the output value in 2v is displayed. While on the programmer a threshold of 1.75v and the output programmed at 3.5v is displayed for the same day. In the same graph on (B)(6) 2022 a threshold of 1.25v and anoutput value at 2.25v is shown. While on the programmer a threshold of 2v and the output at 4v is displayed.